Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic during follow up, post-paced t-wave oversensing was observed on the ventricular channel. Programming changes were made during the device check.

Event description:
New information received states multiple episodes of non-sustained oversensing was observed during a regular follow-up visit to the clinic. New programming changes were made. The patient will return to the clinic in six months. The patient condition is stable.